Manufacturer narrative:
Additional b5: it was reported that the instrument was used several times in surgery. The surgeon stated ¿ they would not cut butter¿. It was reported that during the incident, the lap instrument was pulled and substituted with a disposable scissor to complete the surgery. There was no negative outcome, no delay in procedure, no delay in any surgery. Investigation findings: the roto-cam super scissor mono (625202) was returned for evaluation. A device history record (DHR) review was conducted for roto-cam superscs mono (625202) with no abnormalities related to the reported issue were identified. Failure analysis: the superscissors were received in used condition with no visible defect. Functional evaluation found that the device left a jagged cut, indicating dull blades. Root cause analysis: the reported complaint was confirmed. The returned superscissors had issues cutting test material indicating dull blades. Dull blades may be the result of wear or environmental damage. No manufacturing, workmanship or material deficiency has been identified.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the roto-cam super scissor mono (625202) was recently put into service. While performing a simple laparoscopic cholecystectomy procedure, the scissors would not cut. Staff had to open disposable scissors as an alternate option. The device was in contact with the patient; however, no patient injury, death or surgical delay occurred.